Event description:
This valve was explanted after 42 days implant duration due to mitral valve endocarditis and prosthetic perivalvular leakage. Source of endocarditis was unk. No further info was provided.